Event description:
It was reported by the pt's family member that two days after a coronary drug eluting stenting treatment procedure, an embolism may have occurred. After predilation, the pt successfully had a taxus express2 3.5 x 28 mm drug eluting stent implanted in the left anterior descending artery (lad). The pt was transferred to the floor with a regimen of plavix and aspirin. Two days after, while still in the hosp, the pt started to complaint of pain in his fingers. The pt's family believed an embolism had traveled to the pt's wrist. The fingers then had gangrene and the pt underwent hyperb aric chamber treatments for 3 weeks. However, due to the gangrene, 3 fingers were amputated. In addition, the pt had a stroke that affects his eyesight. The pt is currently in stable condition. Made several attempts in one month to get add'l info without success.